Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense and shock electrograms. There were three episodes of non-sustained or diverted ventricular fibrillation since the last reset. The noise and oversensing has inhibited pacing. The patient's intrinsic rate is less than 30 beats per minute. Lead measurements are all within normal range.